Event description:
Blood leaked from the rotator.

Manufacturer narrative:
The product was not returned for investigation, and the investigation was unable to determine the definitive cause of the reported problem. No abnormalities were found in the manufacturing records of the product. The reported event may have been caused by the product being used with an incomplete mating condition or was used with the fitting part damaged for some reason, resulting in leakage, but the detailed cause could not be identified.